Event description:
The customer reported that they found a hairline crack in the x-ray tube's anode candle well.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number . The ge service rep ordered and replaced the x-ray tube, thermal sensor and sensor cable. He checked the kv/ma and dose output. The system operates as intended.